Event description:
During a follow-up, increased capture threshold was observed on the left ventricular (lv) lead. No intervention has been performed at this time. The patient was in stable condition.